Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery had leaked inside the compartment. Customer's blood glucose was unknown. Customer changed the battery and the device alarmed failed battery test alarm. Customer mentioned to have high blood glucose at 298 mg/dl and low blood glucose at 51 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to failed battery test alarm. Device was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.